Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up, therefore a complete evaluation could not be performed. The customer complaint could not be confirmed with the receiver as it does not play a function in the interaction between transmitter and mobile app communication. A root cause could not be determined.